Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative observed that the error logs showed code #54 (prolonged inflation fail-safe) and autofill codes #9, 0 4e0 (leak in catheter or autofill system). The company representative replaced the drive manifold assembly (part number 0104-00-0018). The transducers were calibrated and functionality of the iabp unit was verified. The company representative performed functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a maintenance code #2 alarm (drive transducer offset failure), followed by a low vacuum alarm and followed by a system failure alarm. The pump was replaced and therapy was continued. No patient injury was reported.